Manufacturer narrative:
Block h6: imdrf impact code f2301 captures the reportable event of retrieval of the detached cutting wire using a retrieval device. Imdrf device code a0401 captures the reportable event of cutting wire broken.

Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, the cutting wire of the dreamtome rx 44 broke off and detached inside the patient. The detached piece was successfully retrieved using a retrieval device. The procedure was completed with another of the same device. There were no reported patient complications as a result of this event.